Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (44 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.021% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced pain and numbness in right arm, thumb, and index finger 5 days post miradry treatment. Patient stated she had difficulties doing home duties and holding a pen. By 30 days post-treatment, symptoms were improving.